Manufacturer narrative:
Initial.

Event description:
It was reported that during a supply change the user was not seeing drops, then observed a leak when removing the cartridge; the agent advised replacing the cartridge, connector, and site, but the user replaced only the cartridge, followed proper insertion steps, saw drops, resumed delivery, and reconnected to the ilet. Symptoms included no clinical signs or conditions. Outcomes included no health consequences or impact, and blood glucose was not affected. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a leakage related to the reservoir seal consistent with a leak/splash device problem associated with the reservoir component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.